Manufacturer narrative:
(B)(4). A single lumen catheter marked 4fr on the juncture hub was returned for evaluation. The extension line was examined microscopically and no anomalies were observed. Functional testing was also performed and no leaks were detected. The report of a leak in the catheter could not be confirmed through functional testing of the returned sample. No leaks were observed on the extension line lumen when leak tested. No problem was found on the returned sample.

Event description:
The customer alleges that while the catheter was indwelling the extension line began to leak. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that while the catheter was indwelling the extension line began to leak. The patient's condition is reported as fine.